Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular arrhythmia in which this crt-d experienced difficulty in converting the rhythm. Detection was met in the ventricular tachycardia (vt) monitor zone, followed by the ventricular fibrillation (vf) zone. Anti-tachycardia pacing (atp) was initially given along with a shock, which were both unsuccessful. The second and third shock were delivered without success and the patients rate came back down on their own afterwards. Technical services (ts) discussed to consider turning therapy on in the vt zone. A defibrillation threshold (dft) test and medication addition were discussed. Additional information from the field received, confirmed reprogramming of this crt-ds vt zone and reversed polarity of shocks was performed. No adverse patient effects were reported.